Event description:
Customer reports that there appears to be a burnt spot on the lower middle part of the display of the aviva meter. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.